Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer delivered correction boluses and performed a supply change to address bg level. Recommendation was made to contact their healthcare provider (hcp) or tandem technical support and if they need further assistance. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.